Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part# 03.037.028. Lot # 9562395. Manufacturing site: werk hägendorf. Supplier:na. Release to warehouse date: 28 oct 2015. Expiration date: na. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the surgeon was performing an open reduction/internal fixation of the proximal femur using the synthes trochanteric fixation nail advanced. The implant was inserted successfully. While the surgeon was advancing the set screw with the 5.0 hex flexible screwdriver, he did not use the static torque limiting screwdriver to achieve static locking of the lag screw, instead he forcefully turned the flexible screwdriver with enough force to break the shaft of it. The surgery was completed successfully. There were no complications, no surgical delay, and no fragments left in the patient. This report involves one 5mm hex flexible screwdriver. This is report 1 of 1 for (B)(4).